Manufacturer narrative:
Siemens headquarter support centre (hsc) team investigated the issue. Barcodes were scanned in house and reported issue reproduced however; barcodes were then scanned directly into notepad on pc: 1st label read as (B)(4). 2nd label read as (B)(4). The root cause of the issue is that the 2 sets of labels do not carry the same information. Siemens hsc team also unable to confirm the reported issue of a digit being dropped on each repeated scan the 2nd set of labels repeatedly scanned as (B)(4). Customer was being informed that siemens cannot configure the barcode scanner to read a differently. Customer stated that this barcode issue is due to cerner and not the instrument. Customer did mention that the barcode symbology for the 1st label is code 128 and cerner contact did not provide them the barcode symbology for the 2nd label. Customer confirmed that the instrument is operational; they are manually typing the results on to cerner to prevent the reoccurrence of the issue. Siemens product is meeting all its specifications.

Event description:
Customer reported that instrument barcode scanner erroneously scanned patient sample label. Customer stated that they use 2 labels for the same patient. First label is to be used on patient wrist and second label is to be used on patient sample container. Customer stated that they both supposed to be the same number. Customer indicated that instrument barcode scanner scanned the first label for patient wrist correct as (B)(6) but the second set of label for the sample container read incorrect as: (B)(6). There was no report of injury due to this event.

Manufacturer narrative:
Customer indicates that they are still in testing phase with their interface and they have not used it on real patient samples. Siemens headquarter support centre team is investigating the issue. Customer has been requested to provide the barcode symbology of the 1st and 2nd sets of labels for investigation. The cause for the event is unknown at this moment.